Event description:
Procedure type: gastrectomy. According to the reporter: when the anvil and the stapler device connected, the doctor found that the printed orange ring was still visible. A surgical opening of about 6 cm was made to confirm the actual condition. Using new device, the case was completed with no problem. There was extended operating time over 30 minutes. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).